Event description:
During manufacturing, it was determined that a component of the cell-dyn 4000 vent head spring assembly may be out of specification. The investigation to date has determined that any failure of this assembly will be seen upon first installation requiring replacement of the assembly. Potential exposure to the needle is rare, but may occur during troubleshooting or maintenance of the assembly. There are currently no reports of impact to user safety due to this issue. Additionally, there is no impact to analytical results. A product correction has been issued and reported to the FDA, san francisco district. All active cell-dyn customers who received the vent head spring assembly, list number 07h95-0, between the dates of (B)(6), 2008 and (B)(6), 2009 have been notified to destroy any on-hand assemblies that have not been installed on the analyzer. No action is necessary for assemblies that are currently on the cell-dyn 4000 analyzer.

Manufacturer narrative:
(B)(4). On 26 october 2009, during manufacturing, it was determined that a component (part number 9330377) of the vent head spring assembly was out of specification. (B)(4). During the investigation of this issue, the failure of the part was identified as a vendor-related issue. The vendor was unable to determine the root cause of this issue as the affected parts were manufactured in 2007 or earlier. The supplier performed a review of the CAPA system and found no other nonconformities for part number 9330377 for the previous five years. Based upon the information available and the data reviewed, it was determined the issue was not systemic in nature, but rather a one time occurrence. As of may 17, 2010, no customer complaints have been reported related to this issue. As part of the corrective action, a product recall letter was issued instructing customers to dispose of any cell-dyn 4000 vent head spring assemblies currently in their inventory that had not been installed on the analyzers. No action was required for assemblies that were currently installed on the cell-dyn 4000 analyzer, as in-house testing determined the failure was expected to be seen upon first installation. To prevent this issue from reoccurring, special instructions have been added to incoming quality assurance to tighten the inspection for the required part dimensions.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.